Event description:
Boston scientific received info that this ventricular lead dislodged due to not enough slack in the lead. Due to tissue being clogged in the helix, the lead was explanted and replaced. No adverse pt effects were reported. There is no further info available. Should additional info become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.